Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement during testing prior to a scheduled device changeout. This device was also noted to have exhibited functional undersensing. This lead was tested again with the newly implanted device and all measurements were within normal limits. This lead remains in service. No adverse patient effects were reported.